Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported. Medwatch MFR. Report #2955842-2007-00354 was also sent to the FDA. This report only pertains to the field removal action from this specific site.

Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed that the cannula is slightly out of round at the distal tip and there is a slight flat spot on the short end of the distal tip. It appears that the damage was most likely caused by user handling. There is also a shiny spot on the inner diameter below the short end of the distal tip which may possibly be a small burr and has the potential to cause instrument scraping in certain loading conditions. No other damage was found. The site has previously returned an instrument with scraping. The following medwatch report was sent to the FDA regarding this instrument: MFR report #2955842-2007-00142.